Event description:
The reporter contacted animas on (B)(6) 2012, stating that the down arrow button was intermittently responding to the button presses. The reporter indicated that on one occasion the patient was not watching the display and thought the pump was in the ezcarb bolus menu but was actually in the normal bolus menu and mistakenly delivered 2 units. The reporter confirmed that the patient did not have a blood glucose excursion related to this complaint. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6)-product analysis:the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under the down and contrast key contacts. Unrelated to the complaint, two battery compartment cracks were observed. Investigation revealed the display screen was discolored.